Event description:
Information received from a manufacturer representative reported that the patient was having difficulty charging their implantable neurostimulator (ins). It was reported that charging was taking too long and the patient was getting poor coupling, usually four bars or less. The manufacturer representative reported that they used two rechargers and weren't able to get more than two bars. The manufacturer representative stated that the patient has two stimulators and the implantable neurostimulator recharger (insr) worked without issue on the second device. Troubleshooting steps were performed but didn't resolve the issue. It was further reported that there was a pocket issue related to the ins. The manufacturer representative stated that there was some swelling as the patient's battery was replaced on (B)(6) 2016. It was reported that the ins battery felt superficial and they could feel around the edges of the device. The manufacturer representative indicated that they would get x-rays of the device to determine if the ins had flipped. It was noted that the issue started about 10 days prior to the date of this report. Indication for use is non-malignant pain.

Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
Additional information received from the manufacturer representative reported that on (B)(6) 2016, they tried putting the antenna directly over the battery several times in attempt to get better coupling, but were only able to get two bars. It was reported that there was some swelling, but not enough to impede the charger from making good contact. The patient¿s healthcare provider (hcp) felt there could be swelling or fluid impeding the antenna from making good contact, so they had the patient wear a binder for 48 hours and then try recharging. It was noted that the cause of the charging taking too long, poor coupling, and the implantable neurostimulator (ins) battery feeling superficial was not determined. It was further reported on (B)(6) 2016 the patient was still having difficulty charging and it was taking too long for both of their devices. The antenna locate (al) function was used and resolved the issue of only getting two coupling bars, but they were still having difficulty charging, even when using other rechargers. It was noted that the patient tried using the binders around the pockets after the devices were implanted for 3-4 days to address swelling. The manufacturer representative stated that they could feel the corners of both devices and that one of the ins¿s may be a little bit deeper than the other, but not markedly so. One ins was for the cervical area, and the other was for the thoracic area. There was no residual fluid or swelling. X-rays were taken and confirmed that both devices were flipped. No further information was provided regarding the outcome of this event.

Event description:
Additional information was received from the rep. It was reported that the surgery determined that both batteries were placed upside down. The rep called the patient several days after the surgery and he was doing well and still got 8 out of 8 coupling bars for both batteries. Refer to manufacturer report #3004209178-2016-24899 for the report of the event for the patient's other ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient was unable to charge normally after wearing a binder for 3-4 days. A surgery was scheduled to check the pocket and the batteries. While the patient was on the table and under anesthesia, the physician checked to see if the ins batteries could be flipped under the skin but they did not move. The doctor then opened both pockets to check the ins batteries and both were upside down. Each battery was flipped back over correctly and impedances were checked and were fine. Finally, a recharger was placed over the pocket after it was sutured and 8 out of 8 coupling bars were obtained. The issue was reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.